Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, an inaccurate gauge reading occurred. The target lesion being treated was located in an unspecified vessel. The physician attempted to pressurize a balloon with the encore 26 inflation device, but the pressure gauge would not rise. The procedure was completed with another encore 26 inflation device. No complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).